Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) and the ilet displayed "pairing with sensor," followed by a pairing failure notification, resulting in no cgm readings on the ilet; support guided the user to toggle the g7/g6 setting and re-pair, with a plan to contact dexcom support and replace the sensor if issue persisted. No adverse clinical symptoms were reported. Outcomes included temporary loss of cgm-driven automation and user inconvenience without reported clinical harm. User support included guided troubleshooting and education to reattempt pairing. Investigation of this case revealed an unsuccessful cgm-to-ilet pairing event consistent with a pairing failure, without evidence of an ilet hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was a sensor pairing failure likely related to cgm connectivity rather than the ilet pump.